Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: bia-alcl. Date of alcl diagnosis: (B)(6) 2020.

Event description:
Patient representative reported patient ¿endured substantial pain and suffering,¿ was ¿diagnosed with bia-alcl,¿ pathological markers not provided, and ¿has suffered and will continue to suffer from bia-alcl.¿ patient representative reported patient ¿suffered severe and permanent physical injuries¿ and ¿has otherwise been physically, emotionally, ¿injured;¿ these events are not related to the device. Device status is unknown. This record is for an unknown side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, b7, g1, h6.

Event description:
Patient representative reported patient ¿endured substantial pain and suffering,¿ ¿diagnosed with bia-alcl,¿ and ¿has suffered and will continue to suffer from bia-alcl.¿ pathological markers confirming alcl have not been received. Patient was "diagnosed with stage one lymphoma and is undergoing treatment." Patient representative also reported patient ¿suffered severe and permanent physical injuries¿ and ¿has otherwise been physically, emotionally, ¿injured;¿ these events are not related to the device. Device status is unknown. This record is for an unknown side.